Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was experiencing underdose symptoms and rigidity. The healthcare professional (hcp) identified a volume discrepancy. The actual reservoir volume (arv) was 9 ml and the estimated reservoir volume (erv) was 4 ml. The logs were checked and x-ray were performed. X-rays showed no issues. The patient was refilled with baclofen and their dose was increased (reprogrammed). The hcp will check the volumes at the next refill. The patient was doing well.